Event description:
Procedure: gastrectomy. Reportedly, while firing the stapler on the duodenum, the resistance from the handle disappeared and the jaw was stuck to the tissue. The surgeon used another stapler and removed the stuck device from the cavity along with the tissue specimen.